Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a 3.5 mini compression screw, ar-8760-50h, was being used in a medicarpal fracture repair. The surgeon began by drilling with a 2.7 drill and then inserting the screw with a ratcheting handle instead of on power. During advancement, the surgeon felt something slip and pulled the ratcheting handle and guidewire out of the joint and took an x-ray. With the x-ray, he saw that the screw had broken at about 1/4 of the way down, leaving 3/4 of the screw in the tunnel. The head of the screw was able to be backed out and the was able to acquire proper fixation with the portion that was left in the bone. The case was then completed without further incident.